Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices via an 8f sheath using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of the first proglide device were deployed successfully. Reportedly, there was resistance inserting the guide wire through the guide wire exit port on the second proglide device. The sutures of an additional proglide device were successfully pre-placed. The tavi procedure was completed and hemostasis was achieved with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.